Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned after displaying noise and oversensing. The patient was reported to have been inappropriately shocked. The patient was seen for a revision procedure. The lead appeared to have insulation and conductor damage. There were no additional adverse patient effects reported.

Manufacturer narrative:
--

Event description:
--